Manufacturer narrative:
The technician found that the foot tray was cracked. According to the service manual the lift shall be checked for scratches, dents, deformities or unusual surface wear. The plastic foot tray cover shall also be inspected for cracks and secure fit on metal frame. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the foot tray to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating that the foot rest was cracked. The life was located on the main floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).